Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the customer was hospitalized and testing was done on the insulin pump. Basal rates where changed. The drive support cap was reported indented. No cracks noted. Insulin did exit when performing fill cannula. Customer changes set every four days, initially only changed every seven days. High pressure test was performed and device passed. Customer agreed the device was working as designed and declined performing displacement test. Customer was advised high might have occurred because of bent cannula. Customer blood glucose was over 30 mmol/l and currently it was 9.5 mmol/l. No further information reported.